Event description:
-----

Manufacturer narrative:
Subsequent information was received stating that the patient had still been passing out due to this fractured lead. The patient's mother was a former boston scientific employee and she reported that the outer coil of the lead was fractured and the lead has gone through a vein. A revision procedure was performed and the lead was removed from service. A portion of the lead was returned for testing. Visual inspection noted the lead had been severed 11 cm from the terminal pin and the proximal segment only was received. Resistance testing was performed which confirmed the electrical continuity of this lead portion. No other tests were performed.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode. During device evaluation it was noted that this patient's atrial and right ventricular (rv) leads were fractured due to suspected clavicular crush. The atrial lead fracture had previously been reported.

Manufacturer narrative:
All products remain implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.